Event description:
It has been reported to philips that exposure was not possible on the allura system. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction with the device cannot be disconnected. The fse replaced bios battery. After replacement of bios battery, the fse identify that defect in the ippc and suggested to customer for replacing ippc. The device has limited functionality but can be used. The codes were updated based on the investigation outcome.